Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery with moderate tortuosity and moderate calcification. The 2.5 x 12 mm trek balloon was advanced without issue to the lesion. The balloon was inflated to 8 atmospheres (atm), for 20 seconds, and to 10 atm for 20 seconds; however, after the second inflation, the balloon would not deflate. The trek was pulled into the guiding catheter; however, the distal portion of the balloon catheter separated inside the guiding catheter, and the devices were removed as a unit with the separated portion. The procedure was completed successfully with a 2.5 x 15 mm xience v stent. It was noted that the balloon was prepped inside the patient anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): incorrect prep. Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the preparation for use section of the trek coronary dilatation catheter instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body. Otherwise, complications may occur.